Event description:
Primary IV set tubing malfunctioned in that when the secondary tubing was connected to the clave connector, the blue connection in the secondary medication dripped straight through the primary line to the primary bag when the pump was stopped. The fluid would drip rapidly when the pump was started. The probable problem is with the back flow preventer.======================manufacturer response for secondary set, life-shield (per site reporter).======================manufacturer provided rga# and packing material for product return evaluation.======================manufacturer response for primary IV set, life-shield (per site reporter).======================manufacture provided rga# and product return packaging, for product return evaluation.